Event description:
The company was informed that the pt reportedly developed an abscess over the implant site. The pt's implant site was drained and the pt was hospitalized for five days. The pt was prescribed antibiotics (type unk). On a follow-up consultation, the pt's implant site appeared red, swollen, and soft. The pt is being monitored.